Event description:
Customer reported a malfunction on pump with codes displayed, indicating no possibility of reset. This issue impacted customer's blood glucose level, exceeding 500 mg/dl, though no corrective action was taken at the time. Technical support arranged to send a replacement pump, instructed customer on storing the faulty pump and returning it within 10 days, and customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery continued uninterrupted.

Manufacturer narrative:
The failure investigation has been completed, and the alleged issue was verified. In addition, a different issue was found.